Event description:
Litigation papers allege, the pt has suffered from symptoms including, but not limited to, pain, swelling, and cysts/tumors. Doi: (B)(6) 2007; dor: (B)(6) 2009;

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.